Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 3/4/2024, it was reported by a patient via phone that an (B)(6) knotless ac tightrope repair system was implanted on (B)(6) 2024. The patient is now experiencing pain, and the clavicle feels like it did before the surgery. The patient has an upcoming appointment with the surgeon to see what could have gone wrong.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.